Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that during a synchronized cardioversion procedure, the defibrillator failed to shock. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury however, there was no harm done to the patient and an alternate device was available for use.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). An evaluation was completed and the rse was unable to replicate the alleged failure, however reconnected the handle. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. The customer reconnected the handle during phone evaluation. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that during a synchronized cardioversion procedure, the defibrillator failed to shock. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury however, there was no harm done to the patient and an alternate device was available for use.